Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the pneumatic module assembly, the power management board and the solenoid control board. All diagnostic and performance tests were completed. The iabp was approved for clinical use and released to the customer.

Event description:
A getinge field service engineer (fse) stated that while performing preventive maintenance (pm), when he reinserted the patient interface module, the u7 regulator on the solenoid driver board burnt. The wiring for the pneumatic module assembly was pinched and when powered up, the solenoid controller board and power management board were damaged. No patient involved. No adverse event reported.